Manufacturer narrative:
(H3) the evaluation noted that as reported, a female 61y/o average weight patient suffered a peri-prosthetic fracture with a neck preserving stem. Initial implant date is unknown and was completed at another facility and surgeon. Upon removal of the stem and poly liner, it was noted that there was no visible wear of the poly liner. New liner implanted with a competitor¿s stem. Devices not returning due to hospital policy. Patient is currently recovering without issue. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by over-reaming during implantation. (D11) concomitant device(s): novation g2 neutral gxl liner.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): novation g2 neutral gxl liner.

Event description:
As reported, a patient suffered a peri-prosthetic fracture with a neck preserving stem. Initial implant date is unknown. Upon removal of the stem and poly liner, it was noted that there was no visible wear of the poly liner. New liner implanted with a competitor¿s stem.